Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the advancer tube of a mynxgrip vascular closure device 6f/7f (vcd) didn't come out. Manual compression was applied (duration unknown). The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. The patient was noted to have recovered. No patient injury was noted. Additional information was request, but was unknown. The product was not returned for analysis. Review of lot f1707601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the advancer tube of a mynxgrip vascular closure device 6f/7f (vcd) didn't come out. Manual compression was applied (duration unknown). The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. The patient was noted to have recovered. No patient injury was noted. Additional information was request, but was unknown.